Event description:
It was reported that as lvp 20d 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20065305 it was reported that the IV tubing came apart under blue safety clamp.

Manufacturer narrative:
H6: investigation summary a sample was received and the separation was immediately apparent. The customer's complaint has been verified. A device history record review for model 2420-0007 lot number 20065305 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was closely investigated by our quality team. The root cause of this failure remains unknown. It is to be stressed that proper loading techniques be used when loading infusion pump with tubing. Improper loading has been a cause of this separation in the past. See h.10.

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing came apart. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20065305. It was reported that the IV tubing came apart under blue safety clamp.